Event description:
A ventilator was returned to the manufacturer for routine preventive maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a failure of the device to charge it's internal battery was observed in the device's downloaded error log. The device's internal battery was replaced prior to return to the manufacturer to address the issue.